Manufacturer narrative:
Correction: device evaluated by MFR.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility fst (field service technician) was called onsite to repair a dry acid mixer. The fst reported that the pump was no shutting off. The fst replaced the motor to resolve the reported issue. Upon testing the transfer, the fst found that the valve would open, and the pump would receive power, but not run. The pump rotor was found to be hard/rough to turn, and the pump head (blade) seized, and would not turn. Additionally, the blade and housing were melted. There was no patient involvement, no harm, or adverse event reported. Additional information was requested, however to date not provided.

Manufacturer narrative:
Additional information: b5 correction: d10 and h3.

Event description:
A user facility fst (field service technician) was called onsite to repair a dry acid mixer. The fst reported that the pump was no shutting off. The fst replaced the motor to resolve the reported issue. Upon testing the transfer, the fst found that the valve would open, and the pump would receive power, but not run. The pump rotor was found to be hard/rough to turn, and the pump head (blade) seized, and would not turn. Additionally, the blade and housing were melted. There was no patient involvement, no harm, or adverse event reported. The biomed stated that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The device was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), the dry acid 132 mixer reported as having a pump that does not shut off. The res replaced the dry pump sensor and the motor to address the issue. Upon testing the transfer process, the valve would open, and the pump had power, but the pump would not run. The res found the pump rotor hard/rough to turn, and the pump head (blade) had seized and would not turn. The res found the blade and housing to be heat-damaged. The issues by ordering/replacing the complete pump assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), the dry acid 132 mixer reported as having a pump that does not shut off. The res replaced the dry pump sensor and the motor to address the issue. Upon testing the transfer process, the valve would open, and the pump had power, but the pump would not run. The res found the pump rotor hard/rough to turn, and the pump head (blade) had seized and would not turn. The res found the blade and housing to be heat damaged. The issues by ordering/replacing the complete pump assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.